Event description:
The patient reportedly head against a wall (exact date unknown). In 4/2002 patient experienced an overly loud sensation followed by no sound. Testing conducted at the implant center confirmed that the device was no longer functioning.